Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed the idle current measurement test, run current measurement test, self test, off no power test and displacement test. Device was received with a normal operating current. Device was monitored for several hours and no unexpected failed battery test or failed battery alarm noted. All buttons functioning properly. However, found corroded keypad traces during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the batteries were dying quickly, some battery errors occurred right after new battery went in and buttons were not smooth anymore. The insulin pump will not be returned for analysis.